Manufacturer narrative:
The insulin pump was received with no button response due to flattened down button dome switch. The numbers were not scrolling on the device. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the numbers continued to scroll up. Customer's blood glucose reading was 137 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the keys are sticking. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.